Manufacturer narrative:
Received 2 used wound drain fragments only. The reported event was confirmed through the visual inspection; however, the root cause is unknown. The visual inspection noted that the wound channel drain had channel splitting at the break sites. The larger fragment had two break sites and the smaller fragment had one break site. Jagged edges were found on the breakage area of the two fragments. A piece of the channel drain fragment was cut to take measurements, and the results are as follows: od = 0.1302¿ (per specification under dwg761197 is 0.130¿±0.008¿). ID = 0.0822¿ (per specification under dwg761197 is 0.083¿±0.005¿). Thickness of the cross = 0.024¿, 0.025¿, 0.025¿, 0.025¿ (per specification under dwg761197 is 0.024¿±0.005¿). The channel drain dimensions were found to be within specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during knee surgery, two pieces of the wound drain broke off in the patient. The complainant stated that the patient went back for a follow up and had an x-ray done. The x-ray allegedly showed that two pieces of the drain were in the patient and as a result, the patient had to undergo an additional surgery to remove the two pieces. It was reported that one of the pieces was one inch long and the other piece was approximately 1/2 inch long. It was later reported that the wound drain was cut by the surgeon because it was too long.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during knee surgery, two pieces of the wound drain broke off in the patient. The complainant stated that the patient went back for a follow up and had an x-ray done. The x-ray allegedly showed that two pieces of the drain were in the patient and as a result, the patient had to undergo an additional surgery to remove the two pieces. It was reported that one of the pieces was one inch long and the other piece was around 1/2 inch long. It was later reported that the wound drain was cut by the surgeon because it was too long.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during knee surgery, two pieces of the wound drain broke off in the patient. The complainant stated that the patient went back for a follow up and had an x-ray done. The x-ray allegedly showed that two pieces of the drain were in the patient and as a result, the patient had to undergo an additional surgery to remove the two pieces. It was reported that one of the pieces was one inch long and the other piece was approximately 1/2 inch long. It was later reported that the wound drain was cut by the surgeon because it was too long.